Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2011 (B)(6); 4296-88 implantable pacing lead. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and lasted less than 3 years. It was also reported that there were high left ventricular (lv) lead thresholds as well as high right atrial (ra) lead thresholds. The device was explanted and replaced. Both leads remain in use. No patient complications have been reported as a result of this event.